Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported malposition of the device could not be determined. Factors include but are not limited to the device was under inserted into the vessel or interactions with patient anatomy cause the knot to be deployed into the tissue tract. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a large-bore sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, after deployment of the proglide suture, it was observed the suture was deployed in the tissue tract. The physician decided to perform a nick and spread and continue the aaa procedure. Hemostasis was achieved with via manual suturing. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.